Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. Currently the neck measures 37 mm, 38.9, 40, 39, 43, 45 mm from proximal to distal. It was reported that during follow-up a CT scan was done and showed there was a type iii endoleak from a separation between two devices. The physician stated the cause of the type iii endoleak was due to anatomical changes and the patient was lost to follow up. A valiant 40/36/150 was implanted 10 days later and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).